Manufacturer narrative:
Oxygen valve solenoid assembly was returned to the manufacturer for failure investigation. Visual inspection revealed no evidence of damage or contamination. The part was tested in a test ventilator and no failures were identified.

Manufacturer narrative:
The reported complaint of v60 alarmed "oxygen not available" was not confirmed. Oxygen solenoid valve was replaced to prevent failure.

Event description:
The international customer reported the v60 alarmed "oxygen not available" while in use. The same patient circuit was used for the alternative vent. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.